Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver was found twisted during a pre-operative inspection. The patient and surgical information from the time of twisting is not available.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip of the driver is twisted. Potential cause: root cause was unable to be determined. A twisted or bent tip can occur when the instrument is over torqued or when force is applied off-axis. DHR review: per DHR review for lot number ps55b, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver was found twisted during a pre-operative inspection. The patient and surgical information from the time of twisting is not available.